Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that she was receiving an error 2 message on her onetouch verio iq meter. The complaint was classified based on the customer service representative (csr) documentation. It is not known when the product issue began. The patient stated that she manages her diabetes using insulin (self-adjuster) and reported taking an extra 22 units of insulin, in response to the alleged meter issue. The patient reported that ¿about 2 days¿ after the meter issue began the patient developed symptoms of ¿headache and blurry vision¿, she denied receiving any treatment in response to the alleged meter issue. At the time of troubleshooting, the csr noted that it was not the first time the product was being used, the correct test strips were being used, the meter did not power on when the power button was pressed and there was no evidence that the product had been misused. The csr documented that the patient had no testing supplies to walk through a retest. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.